Event description:
While drawing up chemo therapy into an equashield ez60 syringe the plunger came apart, and fluid/chemo started to collect between the two pieces of the syringe. This was caught by rn while mixing the medication, and we had to waste this syringe because it was not safe to administer to the patient.